Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The patient¿s mother stated that the parent did not receive low alert notifications on the follow app. Because of this, the patient was hypoglycemic for four hours and spent the day in a clinic being monitored. No symptom or treatment details were provided. It was reported that the user and parents were using incompatible mobile devices. The patient¿s mother also reported that they are using an unapproved third-party applications to share the patient's readings. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.